Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead was attempted , but not used during implant. It was noted that the lead had high pacing impedance, and the helix would not extend while outside of the body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal helix of the lead is bent. The analyst noted that visual inspection found the helix was bent inside the sleevehead. The drive shaft lug stuck behind the retraction stop and over-retracted. The helix would not extend due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.